Manufacturer narrative:
The kit svc o2 bi71000181 pcba mvs power was returned for analysis. Analysis was unable to confirm the reported complaint. The mvs power controller was installed in o-arm system (B)(4). The mvs power controller installed firmware version was old, 0.3.7. The firmware was successfully upgraded to 0.3.9. Motion and generator was successful as well as charging and communication. 2d and 3d images were acquired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment. The rep stated that there was a problem reloading the firmware on the mobile view station (mvs) power board. Additionally, the firmware was initially corrupt on the charger assembly. After installing a new mvs power board, the firmware was able to be reloaded successfully on the charger assembly and the system was working fine. Thus, the charger assembly did not require replacement. The imaging system then passed the system checkout and was found to be fully functional. The mvs power board was returned to the manufacturer but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system¿s battery charger enclosure would not allow the medtronic representative to flash firmware to it. There was no patient present when this issue was identified.